Event description:
Caller states that during a correlation study the following coaguchek xs plus/laboratory results were obtained: patient 1) 5.5 inr/3.7 inr. Patient 2) 3.3 inr/2.4 inr. Patient 3) 3.4 inr/2.6 inr. Patient 4) 7.3 inr/5.5 inr. Patient 5) 5.5 inr/4.1 inr. Patient 6) 4.0 inr/2.9 inr. Patient 7) 4.4 inr/3.3 inr. Patient 8) 2.3 inr/1.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.

Manufacturer narrative:
No patient information provided.